Manufacturer narrative:
Pt admitted to the hospital with jaundice, abdominal pain and blood sugars of 402. Pt was found to have masses in his pancreas. During the hospitalization he had a low blood sugar of 58, it is not clear whether pt was on vgo when he had hypoglycemia. It does not appear that hospitalization or hyperglycemia is related to device but rather to some underlying disease process causing masses in pancreas. Patient did not have demographic information for vgo or insulin. Device not available for collection.

Event description:
Pt admitted to the hospital with jaundice, abdominal pain and blood sugars of 402. Pt was found to have masses in his pancreas. During the hospitalization he had a low blood sugar of 58, it is not clear whether pt was on vgo when he had hypoglycemia. It does not appear that hospitalization or hyperglycemia is related to device but rather to some underlying disease process causing masses in pancreas. Patient did not have demographic information for vgo or insulin. Device not available for collection

Manufacturer narrative:
Initial reporter corrected. Health professional - no checked. Occupation: non healthcare professional. Date rec'd by MFR: date provided. Type of report: follow up #1. If follow up, what type?: correction checked.